Event description:
The customer reported that the kv intermittently maxed out. The field engineer added that no live image was showing on the left monitor when this occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.